Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Incident report- from 2 separate trials where tubes extubated. The first time was in a level 3 nicu on a (B)(6) old neo and the pads lifted of the babies cheeks. The second time was on a full term baby, were the velcro came loose and the tube moved. Below are the two questions to match the and try to prevent these scenario in the next trial in a level 3 nicu. Below is the feedback for the trial in a level 3 nicu. The extubation was with the neo-fit coming off baby's face after being on for only one day. The baby was a (B)(6) and the rt mentioned the neo-fit looked too large on the baby's face upon application. On day two the neo-fit was found to be partly off of the baby's face, as the rt was attempting to replace it there was an accidental extubation. On another occasion, on a different baby, the neo-fit came off baby's face as secretions were getting under it and it came off one side of baby's face. On this occasion the rt caught it in time before another accidental extubation occurred. This issue has been reported to me by every rt that used this product. As it adheres directly to baby's upper lip, secretions always get in, and from our short trial here that has shown to be a problem. Neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Initiated manufacturer's investigation. No sample returned. Review DHR. Distribution history: the complaint products were manufactured at csi. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was not returned to csi. Visual evaluation: a physical device evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action / preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Incident report: from 2 separate trials where tubes extubated. The first time was in a level 3 nicu on a 25 weeks old neo and the pads lifted of the babies cheeks. The second time was on a full term baby, were the velcro came loose and the tube moved. Below are the two questions to match the and try to prevent these scenario in the next trial in a level 3 nicu. Below is the feedback for the trial in a level 3 nicu: the extubation was with the neo-fit coming off baby's face after being on for only one day. The baby was a 25 weeker and the rt mentioned the neo-fit looked too large on the baby's face upon application. On day two the neo-fit was found to be partly off of the baby's face, as the rt was attempting to replace it there was an accidental extubation. On another occasion, on a different baby, the neo-fit came off baby's face as secretions were getting under it and it came off one side of baby's face. On this occasion the rt caught it in time before another accidental extubation occurred. This issue has been reported to me by every rt that used this product. As it adheres directly to baby's upper lip, secretions always get in, and from our short trial here that has shown to be a problem. 1216677-2020-00290, neo-fit neonatal endotrac 42-2540, e-complaint (B)(4).